Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. A device history record (DHR) review related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was not required as the complaint was unable to be confirmed. The complaint for 'post-implantation - increased gradients - indeterminate reason' was not able to be confirmed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. A complaint history review was not required. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. It should be noted that in this case the thv was implanted in a pre-existing bioprosthetic valve in pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native calcific aortic stenosis, failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined). So, it was off label operation. As reported, 'approximately 3 years and 5 months post implant of the sapien 3 valve, the valve was failing. The failure mode was reported to be stenosis. A mean gradient of 30 was observed.' In this case, an increase in pressure gradients across the valve may also result from the stenosis due to narrowing or constriction of effective valve diameter. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Approximately 3 years and 5 months post implant of a sapien 3 valve in a pre-existing sapien xt valve in the pulmonic position, valve failure and stenosis were reported. A sapien 3 ultra valve was implanted. As reported by an edwards field clinical specialist, a 26mm sapien 3 valve was implanted in a pre-existing surgical valve/sapien xt valve in the pulmonic position. Approximately 3 years and 5 months post implant of the sapien 3 valve, the valve was failing. The failure mode was reported to be stenosis. A mean gradient of 30 was observed. After case review, it was decided to implant a stent in the sapien 3 valve and post dilate with a non-edwards balloon. Following post dilation of the stent, a 26mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.